Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced dizziness. Two doctors residing nearby came to assess the patient, and an ambulance was called by these doctors. Before the paramedics arrived, the cgm reading was 233 mg/dl. However, the patient could not recall the manual blood glucose reading. The patient did not provide any self-treatment during the event. The patient was taken to the hospital where they arrived at 08:00pm. According to the patient, the hospital diagnosis was hypoglycemia. The patient could not remember if any medications were given by the paramedics or hospital staff and was discharged at approximately 11:00 pm. No medications were prescribed upon discharge. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.